Manufacturer narrative:
A quantity of two (2) leads were implanted. It cannot be determined which of the two migrated. Lead details for both are listed below: product description: evoke 12c percutaneous lead kit - 90cm. Model # : 101346. Catalog#: 3009. Serial/lot #: (B)(6). UDI# (B)(4). Manufacture date: 07 sept 2022. Expiration date: 27 may 2023. Product description: evoke 12c percutaneous lead kit - 90cm. Model # : 101346. Catalog#: 3009. Serial/lot #: (B)(6). UDI# (B)(4). Manufacture date: 07 sept 2022. Expiration date: 27 may 2023.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation after a previous fall. X-rays confirmed migration of the right lead. A revision procedure was completed to restore therapy.